Manufacturer narrative:
Product investigation summary: no product issue was identified upon examination of the returned blade guide sleeve. The helical blade inserter, driving cap, helical blade extractor, and blade guide sleeve are all instruments routinely used in the titanium trochanteric fixation nail system. The returned device was received in good condition. The relevant drawing numbers were reviewed and determined to be suitable for the intended design, application, and dimensional conformity when used as recommended. Whether the complaint condition for this device can be replicated is not applicable for this condition. No non-conformance reports were generated during the production of this device. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient weight was not provided by the reporter. Device is an instrument and is not implanted/explanted. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition.. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was that the strike cap did not thread into the insertion handle of the fixation nail during a trochanteric fixation nail procedure on (B)(6) 2015. The surgeon also had difficulty inserting the helical blade due to riffling on the insertion sleeve of the helical blade inserter; there was difficulty in getting the blade to align properly. It was noted the helical blade extractor was too short for the insertion sleeve. The surgeon had to disassemble the aiming jig and insertion sleeve to remove the helical blade because the extractor was too short for the insertion sleeve. The surgeon was able to complete the surgery with the reported devices by holding devices by hand and manually manipulating them. A surgical delay of 5-10 minutes was reported. This report is 2 of 2 for (B)(4).